Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. The rash was described as red, raw, itchy and looking like a burn. There was no alleged device malfunction contributing to the irritation. The home health nurse applied talc and lubriderm to the irritation. The patient's physician also advised the patient to keep the area dry. Follow up indicated that the skin irritation improved.